Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient present with bradycardia on a telephone call. Upon review, the patient right ventricular(rv) and right atrial(ra) leads exhibited noise. Lead noise could not be reproduced during in-clinic interrogation. Pacing inhibition was also noted. Patient admitted that they were more concerned about nearing elective replacement indicator(eri) and about high blood pressure. Patient will continue to me monitored. Related manufacturer reference number: 2017865-2019-08938.